Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges unit started to do a 360 without anything being touched and hit her desk breaking it as well as sending her laptop flying and crashing it.

Manufacturer narrative:
The device was returned and evaluated at pride (B)(4). Pride (B)(4) could not find a mechanical or electronic issue with the chair and after testing could not duplicate the reported issue. It was noticed the way the joystick was set that it could engage into drive when swung into place because the armrest would cause it to deflect but had no way of knowing if that in fact caused the issue. The consumer should ensure the joystick is properly positioned going forward.

Event description:
Alleges unit started to do a 360 without anything being touched and hit her desk breaking it as well as sending her laptop flying and crashing it.